Event description:
It was reported that the patient experience discomfort at the ipg. As such, during the ipg replacement procedure the new ipg was implanted at a new location to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.